Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor (dis) via healthcare provider (hcp) regarding a product used in revision surgery for dec ompression surgery, l5, s1 fusion, and l5-s1 disc replacement. Levels implanted was l5-s1. It was reported that during a spinal procedure, the internal locking screw was found to have stripped threads. There were no further patient complications or symptoms have been reported as a result of this event. Additional information was received via manufacturer representative that the reported screw was replaced in same surgery.